Event description:
Staff reports left intermediate siderail not latching in up position.

Manufacturer narrative:
Technician troubleshot and found debris interfering with the operation of multiple siderails on unit. Technician cleaned debris from center arm assemblies pn 69843 and educated hosp staff. These actions resolved the problem.